Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The optical detector lens was found to be recessed during visual inspection. During accuracy testing, the device provided a measurement outside the accuracy specification. Performed a zeroing of the device and the measured value remained the same with the gas mixture applied. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the emma was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the emma was inaccurate. No consequences or impact to patient were reported.